Event description:
It was reported that during the preparation of a sheath on the back table for a procedure involving pulsed field ablation (pfa), a defect or kink inside the sheath prevented the dilator from being inserted. The product was replaced, and the case was successfully completed under general anesthesia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc20 sheath with lot number 0012470501 was returned and analyzed. Visual inspection of the handle area was conducted. The sheath's tip was intact with no anomalies. Visual inspection of the shaft area was conducted which revealed a kink on the shaft at about 3.8 inches from the tip of the sheath. Functional testing revealed no anomalies. The native dilator was inserted and retracted from the sheath multiple times without friction. It was securely snap-locked to the sheath. Performance testing with a uson leak tester was conducted. The pressure test at 45 pounds per square inch gauge (psig) showed a pressure decay of 0.125 psig, which is within the acceptable range. The vacuum test with a negative pressure of 8.5 psig showed a pressure decay of 0.0165 psig, also within the acceptable range. In conclusion, the sheath failed the returned product inspection due to a shaft kink and a kink on the side port tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.